Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2013 and a barbed suture was used. When the physician pulled the suture through the fascia, the tab broke and the suture went entirely through the fascia. A different suture was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.